Manufacturer narrative:
The patient remains under observation in the hospital and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient's speed is set at 9200 but displaying at 9100-9170. No change in echocardiogram (echo). The patient had an ischaemic stroke a couple of days ago ((B)(6) 2013). The stroke was significant but is resolving.